Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, changing the transmitter parameters, the patient having another non-curonix device implanted, and migration have been ruled out as potential causes. However, the device is implanted supraorbital which is an off-label location. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev 6, "the freedom pns system is not intended to treat pain in the craniofacial region." The stimulator is used to treat pain. The cause of pain is due to off-label use as the device is implanted in the craniofacial region (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported pain at the implant location. An explant procedure will be performed on (B)(6) 2025. No further information is available at this time.